Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A registered nurse (rn), called into technical support requesting field evaluation on the device after a patient "went into cardiac arrest" during his hemodialysis treatment. His blood was returned, CPR was performed and the patient was transported to the emergency room. Follow up w/the rn indicated this patient was being dialyzed on the k@home at his nursing home. He was admitted there as a result of a cerebral bleed due to a motor vehicle accident. She stated he was under more or less "end of life" care. Prior to his treatment on the date of event, her assessment did not show anything unusual. His treatment time was ordered to be three hours. Approximately 1.5 hours into treatment, he became unresponsive w/no breathing or heartbeat. Up to this point, there were no unusual events or indications of impending cardiac issues. There were no unusual device alarms or product malfunctions nor were any alleged. He expired on (B)(6) 2015.

Manufacturer narrative:
Medical records were received and the results of the clinical investigation reveal the following: on (B)(6) 2015, approx 1.5 hours into a 3 hour hd treatment, the pt became unresponsive, went into cardiopulmonary arrest, cardiopulmonary resuscitation was administered, the pt was re-infused with all of his blood returned to him, and was transported to an emergency department and admitted to a hospital. On (B)(6) 2015, the pt expired. The received medical record does not contain dialysis treatment records, progress notes, physician orders, or medication records from the event or outcome dates. Lab data from (B)(6) 2015 showed bicarbonate 32 result. The received medical records did not contain a death certificate or an autopsy report. There is no documentation in the medical record supporting a possible association between the saline solutions, hemodialysis machine, extracorporeal circuit, dialyzer, acid bath, bicarbonate bag, and the event of cardiopulmonary arrest. The device was not returned to the MFR for physical eval. The customer was unable to provide the MFR with the lot number of the used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The batch production records for these lots were reviewed. The packaging components and chemical raw materials used in the MFR of the identified lot were reviewed. A retrospective record review did not identify any non-conformance reports and/or abnormalities during the production of the sap identified lots that could have caused or contributed to the reported event. The naturalyte liquid acid product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample.

Event description:
Hemodialysis orders - dialysate: 3k+ 2.5ca+ acid bath; machine sodium; 140; machine bicarb 35; dialysate flow rate: 600; blood flow rate 400; dialyzer f180nr: sodium modeling: no; treatment time: 3 hours.